Event description:
Upon firing two plcr60b reloads, the tissue stuck to the reload and unformed staples were noted in the tissue after firing.

Manufacturer narrative:
The retention posts on the plcr60b reloads are damaged indicating the reloads were not seated properly into the i60 housing. Evaluation summary: device performed as expected during test at pmi but examination of the motor controller pcb found defective solder joints on the distal contact wires. Loss of contact with the dlu renders the idrivec buttons inoperative, and the defective solder joints could cause the loss of contact. This could be an intermittent condition. See scanned pages.